Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular lead exhibited no capture, noise over-sensing and high defibrillating impedance. Programming changes were made. Patient condition was stable.

Event description:
New information received notes that the patient presented in clinic for follow-up and generator change. Upon interrogation prior to procedure, it was found that the right ventricular (rv) lead also exhibited high out-of-range pacing impedance, r-wave amplitude variation, as well as re-occurrence of no capture. During extraction of the rv lead, it broke apart at the distal end. The rv lead was partially explanted and replaced. Patient condition was stable.